Manufacturer narrative:
This supplemental MDR is being filed to update the b5 event description and h6 medical device problem code following receipt of additional information that the delivered agent concentration exceeded the setting by greater than 30%.

Event description:
It was reported that there was a malfunction resulting in agent delivery greater than 30% from the setting during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
The customer declined gehc service. No repair information available. Block a: no report of patient involvement. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient anesthetic agent delivery during pre-use checkout. There was no patient involvement.